Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was discovered by the surgeon that there was foreign material found on the thread of a screw prior to use. There was no additional medical intervention, surgical delay, or adverse consequences reported for this event.